Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The abutment is not fractured, it was cut off with tools. The x-ray documentation shows, that the implant was lost due to bone degradation. Corrected brand name, catalog # and 510(k) # in this report. Corrected codes: added health effect - clinical code 2377. Added health effect - impact code: 4621. Remove medical device problem code: 1260. Add medical device problem code: 2408. Remove component code: 887. Remove type of investigation code: 4112. Add type of investigation code: 10. Remove investigation findings codes: 3252 and 3243. Add investigation findings code: 213.